Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise seen on stored egms in a merlin.net transmission. Lead integrity issue was suspected. Programming changes were discussed. The patient was stable.